Event description:
Boston scientific received information that a replacement took place due to high right ventricular pacing threshold measurements. Loss of capture resulting in pacing inhibition was noted on the right ventricular lead during the procedure. A bend, possible fracture or insulation damage was observed at the insulation near the lead connection. The suspected loss of capture was due to the damaged lead. The lead was cut and remained in the patient. A portion of the lead was explanted and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed. Visual inspection noted setscrew marks, bends in both the terminal legs at the distal end of the terminal assemblies as well as blood/body fluid in the lead lumens. The lead segments underwent and passes electrical testing, thus the allegation of a fracture and insulated damage could not be confirmed.

Manufacturer narrative:
This lead is expected to be returned for analysis. This report will be updated upon return and completion of the anlaysis.